Manufacturer narrative:
This report is filed april 30, 2014. Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site. In (B)(6) 2012 (specific date not reported), the patient was prescribed oral antibiotics (duration not reported). The patient experienced extrusion of the electrode lead wire, subsequently the device was explanted on (B)(6) 2012. The patient was implanted with a new device on (B)(6) 2012. This report is filed (B)(6) 2014. Device is currently unavailable.

Manufacturer narrative:
(B)(4). Implanted device remains

Event description:
Per the clinic, the receiver stimulator unit has extruded. The implanted device remains.